Manufacturer narrative:
The suspect pump was returned for evaluation. The review of the event history log (ehl) identified ¿cassette not attached properly¿ alarm. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed. The reported issue was not confirmed through the error report; however, the probable cause was determined to be a downstream occlusion (dso) sensor malfunction. The dso sensor replaced, which resolved the issue. Performance verification testing (pvt) was performed, and the unit passed all testing criteria.

Event description:
It was reported that during preventative maintenance, the pump had difficulty in attaching cassettes. Upon investigation found cassette not attached alarm. This is a high-priority alarm which will interrupt patient therapy. There was no patient involvement and no harm/adverse event reported.